Event description:
It was reported that pump displayed malfunction code 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions and assistance to reset pump, did not experience recurrence of malfunction, was advised to continue using pump and to call back if malfunction code appeared again, and acknowledged understanding of instructions.